Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, balloon rupture occurred. The 99% stenosed lesion was located in the moderately calcified and moderately tortuous right subclavian artery. A 035 non bsc guide wire crossed the lesion, then a 5.0-20, 135 wanda balloon catheter was used for predilatation. During the first inflation the balloon was inflated to 10 atmospheres for 30 seconds and ruptured. An 8 mm x 20 mm x 75 cm wallstent was deployed and the procedure was completed with post dilatation with a 5 mm 40 mm wanda balloon catheter at 10 atmospheres. No patient complications were reported and the patient's status was good.